Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a catheter leak occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. The catheter was prepped and attached to flush. At this point, a leak was seen from the flush port at the hub port intersection. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter is not expected to return for laboratory analysis as it was disposed.